Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing intermittent high blood glucose (bg) level reading of "high" (specific value was not provided) and vomiting; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room on (B)(6) 2024. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.